Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, component failure of the rigid tube a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had poor image quality. The issue was found during inspection for use. There were no reports of patient harm.